Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as patient did not wear a mask and does not always wash hands prior to putting on gloves. On the same day, the patient was hospitalized for the event. Two days later, the patient was discharged from the hospital. The patient was treated with ancef intraperitoneally (ip, 1 gram, daily) and fortaz (ip, 1 gram, daily) for peritonitis. Twenty days later, the patient was re-admitted to the hospital for the same event of peritonitis. The patient was treated with vancomycin (ip, 1 gram, every 5 hours), fortaz (ip, 1 gram, frequency not reported), cipro (250 mg, ip, frequency not reported), and fluconazole (ip 500 mg, frequency not reported). Treatment was ongoing. Five days later, the patient was discharged from the hospital. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was not available.